Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter cartridge was returned and tested. Physical inspection yielded no unusual findings, problems, defects, damages, or anomalies. The unit pumped down normally without any smoke or odor and the cycle completed successfully. The return of the oil mist filter cartridge could not be confirmed. The assignable cause of the smoke/haze issue is the oil mist filter cartridge. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for evaluation: correction from no to yes device evaluated by manufacturer correction: from not returned to manufacturer to no the oil mist filter cartridge was received for evaluation on 1/9/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter cartridge was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit, evacuate the area until the smoke dissipates, and avoid using the unit until serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.